Event description:
It was reported that the user¿s caregiver sought guidance to complete ilet setup with a freestyle libre 3 plus sensor, encountered repeated scan errors during cgm pairing, and attempted phone restarts without success, resulting in the cgm not pairing to the ilet. Symptoms included no reported adverse physiological effects. Outcomes included user inconvenience and inability to use cgm data for automated insulin dosing. Investigation included remote troubleshooting and user education focused on sensor scanning and phone restart steps. Investigation of this case revealed a failure to establish communication between the cgm and the ilet consistent with a pairing or connectivity issue; no device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup or connectivity error.